Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's sensor was inserted on (B)(6) 2015. The patient did not report injury or medical intervention. Patient did not give example values, but stated there was a 100 point difference between the cgm and fs values.